Event description:
The information provided by the local distributor indicates: - product code: 54-1216 (tl, wires, bayonet, 1.8mm x 400mm). - batch number: unknown. - quantity: 3 (MFR reports 9680825-2019-00060 and 9680825-2019-00061 and 9680825-2019-00062 ) - hospital name: (B)(6). - surgeon's name: (B)(6). - date of initial surgery: (B)(6) 2019 - body part to which device was applied: tibia. - surgery description: fracture treatment. - patient information: male - problem observed during: into treatment/post-operative - type of problem: device functional problem. - event description: "this patient first had the frame on (B)(6) 2019. He has since had 3 broken wires. One was a few months ago, the other 2 were (B)(6) 2019 and (B)(6) 2019. The patient has had 3 additional surgeries to replace these wires". The complaint report form also indicated: - the device failure did not have any adverse effects on patient - the initial surgery was completed with the device - the event did not lead to a clinically relevant increase in the duration of the surgical procedure - an additional surgery was required: "don't know the first date, other two are (B)(6) 2019 and (B)(6) 2019" - a medical intervention (outpatient clinic) was required: "date (B)(6) 2019 and (B)(6) 2019" - copies of the operative reports are not available. - copies of the x-ray images are available. - patient current health condition: "the patient is in ok health". - the hospital disposed of the broken wires. On (B)(6) 2019, orhofix srl received the following information: info requested: - picture of the entire frame - number of rings, wires and screws used - location of each broken wire - complete series of x-ray images response received: "I have spoken to mr qureshi and he cannot provide the information you need. As he does not take photos of the frame". Manufacturer reference number: (B)(4). Distributor reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records the devices involved in this event were discarded by the hospital. Unfortunately also the lot numbers have not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation a technical evaluation of the devices involved was not possible, as the devices were discarded by the hospital. Medical evaluation the information made available on the case was sent to our medical evaluator. Please find below an extract of the medical evaluation performed. "This complaint refers to the usage of the tl wire 54-1216 in a patient in southampton by (B)(6), an experienced tl user. In this case the patient is having a procedure done to one of his tibiae. There have been three separate wire breakages over the summer, dates supplied. In each case the patient had an additional operation to replace the wire. Although the patient has had additional procedures, all is apparently well with the surgery. It will be impossible to comment on the wires themselves because they have been thrown away. Perhaps there is something particular about the way this patient is weightbearing, or the way that the fixation points are distributed. It might be useful to obtain full details of the entire frame so as to try to understand what might have happened, and the location of each broken wire". Final comments a technical evaluation of the devices involved was not possible, as the devices were discarded by the hospital. The technical evaluation will be performed should the devices become available. The medical evaluation evidenced as follows: "this complaint refers to the usage of the tl wire 54-1216 in a patient in southampton by mr. Amir qureshi, an experienced tl user. In this case the patient is having a procedure done to one of his tibiae. There have been three separate wire breakages over the summer, dates supplied. In each case the patient had an additional operation to replace the wire. Although the patient has had additional procedures, all is apparently well with the surgery. It will be impossible to comment on the wires themselves because they have been thrown away. Perhaps there is something particular about the way this patient is weightbearing, or the way that the fixation points are distributed. It might be useful to obtain full details of the entire frame so as to try to understand what might have happened, and the location of each broken wire". A complete medical evaluation of the case was not performed as some information about the medical procedure was not made available, i.e. Copies of the x-ray images and copies of the operative report. Orthofix srl has requested further information on the event such as picture of the entire frame; number of rings, wires and screws used; location of each broken wire and complete series of x-ray images. Unfortunately, this information was not made available. Considering the information provided, it was not possible to determine the root cause of the breakages occurred. Should further information and/or the devices involved become available, orthofix srl will finalize the investigation. Orthofix srl continues monitoring the devices on the market. Please also kindly refer to MFR reports 9680825-2019-00060 and 9680825-2019-00061.

Manufacturer narrative:
Analysis of historical records the devices involved in this event were discarded by the hospital. Unfortunately also the lot numbers have not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation a technical evaluation of the devices involved was not possible, as the devices were discarded by the hospital. Medical evaluation the little information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be closed once further information on the case will be available. Orthofix srl has requested further information on the event such as picture of the entire frame; number of rings, wires and screws used; location of each broken wire and complete series of x-ray images. Unfortunately this information has not yet made available. As soon as the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market. Please also kindly refer to MFR reports 9680825-2019-00060 and 9680825-2019-00061.

Event description:
The information provided by the local distributor indicates: product code: 54-1216 (tl, wires, bayonet, 1.8mm x 400mm), batch number: unknown, quantity: 3 (MFR reports 9680825-2019-00060 and 9680825-2019-00061 and 9680825-2019-00062 ). Hospital name: (B)(6). Surgeon's name: (B)(6). Date of initial surgery: (B)(6) 2019. Body part to which device was applied: tibia. Surgery description: fracture treatment. Patient information: male. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: "this patient first had the frame on (B)(6) 2019. He has since had 3 broken wires. One was a few months ago, the other 2 were (B)(6) 2019 and (B)(6) 2019. The patient has had 3 additional surgeries to replace these wires". The complaint report form also indicated: the device failure did not have any adverse effects on patient the initial surgery was completed with the device the event did not lead to a clinically relevant increase in the duration of the surgical procedure an additional surgery was required: "don't know the first date, other two are (B)(6) 2019 and (B)(6) 2019". A medical intervention (outpatient clinic) was required: "date (B)(6) 2019 and (B)(6) 2019". Copies of the operative reports are not available. Copies of the x-ray images are available. Patient current health condition: "the patient is in ok health". The hospital disposed of the broken wires. Manufacturer reference number: (B)(4). Distributor reference number: (B)(4).